Event description:
It was reported the cardioverter resynchronization therapy (crt) device did not meet expected longevity. Early battery depletion is alleged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).